Manufacturer narrative:
No specific device serial number.

Event description:
Haemonetics was notified on 03/31/2016 that a nurse was reporting thumb tendonitis due to difficulty installing the pump manifold of the disposable set, (B)(4) (concentrated platelets collection closed set) onto the mcs + mobile collection system. In follow up communication with the customer, it was stated that the nurse began experiencing difficulty installing the sets in (B)(6) 2015. Discomfort began in her thumb and then tingling leading to eventual pain. The nurse consulted her attending physician and her occupational health physician who referred the nurse to a surgeon. The consultation with the surgeon occurred on (B)(6) 2016 when the nurse received an injection. She is scheduled for a follow up exam with the surgeon. The nurse continues to work, but a colleague must complete the manifold installation setup. Haemonetics has made attempts with the customer to determine the type of injection that was given to the nurse and will submit a supplemental report if further information becomes available.